Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2015 with high blood glucose and ketones. The customer was there for several hours. Blood glucose was 370 mg/dl and it went down to 270 mg/dl when customer was released. The customer also reported experiencing high blood glucose during may and june. Last set change was the day prior to the call. No physical damage seen on the insulin pump. Customer was not using the recommended battery type. The customer would be going to the doctor to upload the insulin pump information and check the reports and settings. Current blood glucose is 228 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.